Manufacturer narrative:
(B)(4).

Event description:
Distributor patient's mother contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter patient experienced on (B)(6) 2014. The patient's mother did not report injury or medical intervention.